Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and was unable to reproduce the issue. Analysis of the log file indicated that the malfunction was confirmed from the event logs and that the most likely cause was with grabber cards or power supply unit(psu) or empty battery. During troubleshooting, fse found that the power could not be supplied to the hub and that the power supply (dcps) was found faulty. Fse replaced the power supply(dcps). Failure part analysis of the defective power supply indicated that the power supply was defective. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting and stuck at "00:00". The user performed a restart of the system, but the issue persisted. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the dc power supply (dcps) that supplies 5v.12v.24v. The device was returned to expected functionality.